Event description:
A dialysis facility reported that there was excessive fluid removed from a pt during a hemodialysis treatment. The pt c/o dizziness, weakness and became hypotensive. Pt was given a total of 2,300ml and treatment was discontinued due to continued hypotension. Based on the reported weights, saline given and what the machine indicated was removed, there was a weight loss variance of approx 4.7kg. There was no serious injury or illness.